Event description:
Invalid result (s). Called in because she purchased a flowflex kit and the c line did not appear after 15 minutes. She claims to have followed the directions exactly. The kit was purchased at target.

Manufacturer narrative:
Batch records for final product manufacturing and qc records for cov2020151 were reviewed and no abnormal issue was found in the manufacturing process, technical testing and quality control inspection, and the manufacturing process. The test results of retention samples of cov2020151 met the qc criteria. The complaint issue was not found with the retained cassettes. The root cause is undertermined. Similar issues will be tracked and trended.